Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was 17 mmol/l. The customer states that they put the insulin and it will not stay. Troubleshooting was performed for damage and noticed cracked on the top of the reservoir compartment. The customer states reservoir did not lock in place. The insulin pump will be returned for analysis.